Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by cloudy effluent, abdominal pain and diarrhea. The breach in aseptic technique was further specified as due to unhygienic condition. It was reported that the patient was hospitalized for the event and was treated with vancomycin injection (1 g, every 5 days, intraperitoneal and duration not reported), zydotum injection (1.5 mg, twice a day, intraperitoneal and duration not reported) and amikacin injection (500 mg, every day, intraperitoneal, duration not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.